Manufacturer narrative:
Chiaro has conducted a literature review (rpt-003219) on the link between breast pumps and mastitis in which several literatures relating to the risk factors and causes of mastitis were reviewed. Although some evidence points to a higher rate of occurrence in women using breast pumps versus those who are breastfeeding, the overall guidance states mastitis was caused by milk stasis and could be cured by effective milk removal, this may suggest that the mastitis was a cause for breast pump use rather than the breast pump use causing mastitis. We can conclude that it is unlikely that a breast pump is the origin of any infection. The customer claimed that her pump was removing a low amount of milk and it led to mastitis. Due to the pump being out of warranty, the customer bought replacement parts, however, stated that it did not help with the pump's suction issues. The customer has been offered a refund of parts and further troubleshooting. To date the customer has not returned the device. If the investigation determines any further information, a follow up report will be sent.

Event description:
Customer reported on 19th may 2024 from the us that the elvie pump caused mastitis. The customer alleged that the pump was removing a low amount of milk, which led to mastitis. The customer stated that she has an 'older' pump. As per the serial number this pump was manufactured in august 2019, meaning it is out of the warranty period. The customer tried trouble shooting and bought replacement parts, however, she claims that was unsuccessful in improving the suction on the device and developed mastitis a second time. Customer was seen by a healthcare professional, her doctor, who prescribed antibiotics. The customer was advised to continue to pump through her treatment, however, she decided not to use the elvie pump for this.